Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) due to corrosion and mold in/around the battery connectors. Unable to perform the displacement test due to the critical pump error. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case near the corner of belt clip rails. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a crack at the back. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.